Event description:
Information was received from a patient's representative regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that  the patient wasn't having a reduction in their symptoms by at least 50% or greater since sunday ((B)(6)-22) and that they wanted to make an adjustment to the therapy. The caller stated that today was the first time they'd tried to make an adjustment at home and needed assistance in doing so. Patient services reviewed external devices, therapy expectations and programming and stimulation considerations with the caller and the caller was able to successfully connect to the implanted system and was going to increase the stimulation at the time of the call but hadn't done so yet while on the phone with patient services. When patient services was reviewing stimulation considerations, the caller inquired how the therapy would let the patient know when they had to go to the bathroom and asked if the patient was supposed to feel the stimulation in their back or stimulation where the device was implanted when the patient had to go to the bathroom. Patient services reviewed device description/function with the caller and redirected the caller to follow up with the patient's managing health care provider (hcp) regarding the patient's symptom concerns. The patient was going to monitor their symptoms once they increased the stimulation, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider for further concerns about their symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.